Manufacturer narrative:
It was originally reported that the mattress pump electrical component smelled burnt due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was found upon investigation that air bladder would not inflate due to a malfunctioned pump. This will result in an annoyance only issue as the patient would still be supported by the secondary cells as the footbox pump not working properly will only affect the primary cells of the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the mattress pump electrical component smelled burnt due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the mattress pump electrical component smelled burnt due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.